Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2015 at 10pm the patient allegedly obtained inaccurate high results of "200 mg/dl" with the subject meter and "46mg/dl" with another device (ems meter), performed out with 30 minutes. It unknown if the results would/would not meet lifescan's accuracy criteria as the results were taking out with the specified time limit for accuracy testing. The patient manages her diabetes with other diabetic medications. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue. The patient claims she developed symptoms of "sweaty and not -coherent" after the product issue as a result. The patient alleged the emergency services were called around 1.30 am. The patient was given a sugar pill by her son before the ambulance arrived. A blood glucose reading of "185 mg/dl" as taken by the emergency medical services (ems). At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.